Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief from her scs system. Surgical intervention will be undertaken to address the issue.

Event description:
Follow-up identified reprogramming attempts to resolve the issue were unsuccessful. In turn, surgical intervention was undertaken during which the patient's system was explanted.